Manufacturer narrative:
The external battery was returned to resmed for investigation. The investigation determined that the battery failure to charge was due to an isolated component failure in the external battery pack assembly. The external battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral external battery was failing to hold charge. There was no patient injury reported as a result of this incident.